Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the lens was removed and replaced in a second procedure. The event has not been resolved.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an unspecified monarch cartridge, an unspecified monarch handpiece, and an unapproved viscoelastic. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided by the surgeon that when removing the lens it was found to be inferiorly dislocated and a temporal haptic was already free. An anterior vitrectomy was performed and a portion of the anterior capsule was found to be missing.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a case of worse vision following an intraocular lens (iol) implant procedure. There was no improvement in vision following yag laser, and testing revealed internal aberrations of the lens. Additional information was requested.